Event description:
It was reported that the closure device was difficult to recaptured. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 30mm watchman laa closure device & delivery system (wds) were used. The physician used a 30mm closure device and noticed the lower edge lobule was not fully occluded after deployment. After half recapture several times, the physician withdrew the whole closure device and deployed again without success. The physician noticed the distal end could not be retracted into the sheath. The physician considered the likelihood of the closure device barb hanging somewhere in the auricle was high and may hurt the auricle if fully recaptured. Closure device was deployed again in the same place and released after radiography. The release criteria were met. The procedure was completed and patient remained stable. No patient complications were noted.